Manufacturer narrative:
Internal complaint reference number: case(B)(4).

Event description:
It was reported that a revision surgery was conducted due to infection. The doctor says the devices were not defective. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, an insert revision was performed approximately 6 months post implantation ¿due to infection¿. Reportedly, per the doctor, the ¿devices were not defective¿. It was communicated that the requested clinical documentation/information was not available for inclusion in the medical investigation. Based on the information provided, the reported infection was the root cause of the revision; however, the source of the reported infection remains unknown. The patient impact beyond the reported insert revision could not be determined. Should clinically relevant information/documentation become available, the clinical/medical task may be re-opened for further evaluation. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.